Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implantation, the lead perforated through the heart and into the lung wall resulting in pneumothorax. The lead was explanted and replaced.